Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: report number mw5066244. FDA report 11/19/2016. Date of event (B)(6) 2016. (B)(4).

Event description:
Customer complaint: I was using true result to measure my blood sugar levels because I was diagnosed with pre-diabetes, the new company now is called trividia health and the product name is true metrix, this device is useless, never displays the correct measurement, the reason I know that is because if I test my blood 3 times, it gives me different reading every time, not a slightly different reading but huge a difference. I checked the reviews from (B)(6). I tried to contact this company and the customer service doesn't exist. It is always busy you can stay on the line for hours and you will keep hearing a recording using the old trick that they are experiencing high volume of calls. I went to (B)(6) where I got this product and they told me I have to call the MFR. From what I have been researching about this company, everything looks fishy, they just care about making money. It is sad that there is so much corruption today, but playing with peoples health should be penalized. Right now I have no options, I can't read my sugar unless I buy a real product and pay for the test strips because my insurance only cover these ones. I don't know if this letter will be lost in a pile of complaints or someone who cares will help to fix this problem. Need to contact FDA for further information on the patient to try to contact patient directly. S/n #n/a, model #truemetrix.